Manufacturer narrative:
(B)(4).

Event description:
It was reported that in anesthesia during the insertion, the md was unable to advance the swg through the ars due to severe resistance. As a result, a new kit was opened and used w/o issue. It is not known if this caused a delay, however, there was no death or add'l complications to the pt as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.